Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying an unknown error message. The patient also alleged multiple inaccuracies on the subject meter. The customer care advocate (cca) contacted the patient on (B)(6) and obtained the following information. The patient alleged that the product issues began on the morning of (B)(6). The patient reported obtaining blood glucose readings of 143 and 343mg/dl on the subject meter and ¿244 and 223mg/dl¿ on another meter, the time difference between these reading exceeded 30 minutes so does not allow for lifescan to determine an inaccuracy. The patient also alleged that the subject meter readings were inaccurate when compared to their feelings and/or normal readings. The patient manages their diabetes with self-adjusted insulin. The patient reported that they later tried to test their blood glucose but were unable to obtain a reading as the meter was displaying an error message. The patient was unable to clarify which error message they received. The patient reported developing symptoms of ¿sweaty and shaking¿ sometime later. The patient stated that they associated these symptoms with hypoglycemia. The patient reported self-treating these symptoms with insulin. The patient was unable/unwilling to answer further questions to clarify their treatment. It is unknown how much time passed between the start of symptoms and the reported self-treatment. The cca was unable to determine which error message the patient received. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 1 the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed.the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.